Event description:
It was reported that an unspecified quantity of clearlink system non-dehp extension sets broke at the connection point during immunotherapy infusion (nivolumab) and medication spilled. The event was further described as 'disconnection of connectable components/connected products'. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a companion sample were received for evaluation. Visual inspection was performed on both samples and the actual sample was found with the tubing detached from the y-site clearlink in the downstream part. The reported leak was verified on the actual sample as separated components would result in a leak; however, not verified on the companion sample. The cause of the separated components could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.